Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-12 alarm was not confirmed by baxter service personnel onsite at the customer facility. No evidence of the alarm was found in the alarm log and the device was found to be operational within design specifications. No cause could be determined for the reported condition and no repairs made to correct this condition. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flogard infusion pump that presented an "f12 alarm." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.